Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Patient reported left side "contour ripples, liquid layer adjacent to the implants, intracapsular, without clinical significance, rounding of the implants is observed, with thickening and enhancement of the fibrous capsule bilaterally, suggestive of bilateral contracture." Patient later reported left side capsular contracture, baker grade ii. Healthcare professional additionally reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Patient reported left side "contour ripples, liquid layer adjacent to the implants, intracapsular, without clinical significance, rounding of the implants is observed, with thickening and enhancement of the fibrous capsule bilaterally, suggestive of bilateral contracture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Patient later reported left side capsular contracture, baker grade ii.